Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The definitive root cause could not be established. The probable root cause of the reported event has been determined as the charge-coupled device (ccd) unit board was short-circuited due to some external force applied to the cable by the customer's handling, the cable was cut and the moisture penetrated from there. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the image issue was confirmed, there was a distorted image and the focus button was not working due to a defective charge-coupled device. Additionally, a cable puncture was identified. The unit also failed a leak test .the cause of the reported event cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a procedure, the unit displayed a poor image. The procedure was completed with another unit. Additional information is not available at this time.